Manufacturer narrative:
Product event summary: the balloon catheter afapro28 with lot 36487 was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 15 injection. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. Inflations were sustained for more than 2 minutes. Pressure testing did not show any leaks along the vacuum line that might have caused excessive flow or frost. In conclusion, the clinical issue (phrenic nerve palsy (pnp)) could not be confirmed through testing. The reported balloon catheter passed the returned product inspection as per specifications. There is no indication of relation of adverse events to the performance of the cryo device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient had phrenic nerve palsy. The case was completed with radiofrequency. The next day the patient was still having difficulty breathing. No further patient complications have been reported as a result of this event.